Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this 20mm aortic mechanical valve, the valve was explanted and replaced with an 18 mm mechanical valve. It was reported that post implant there was a coronary occlusion due to the valve cuff. No additional adverse patient effects were reported.